Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms and ¿ some complications¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with a mentor memorygel breast implant 750cc and experienced generalized illness symptoms and ¿ some complications¿ and capsular contracture on the left breast implant. On (B)(6) 2018 the patient experienced surgical intervention to be able to hold device in place on the left side. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the right breast implant.

Manufacturer narrative:
After clinical review performed on (B)(6) 2020 it was decided to remove patient code generalized illness to better report this event. Manufacturer¿s reference number: (B)(4).